Event description:
A leveen needle electrode was being used for therapeutic ablation of the lung. The pt received peridural anesthesia and, twenty mins into the procedure, the pt complained of pain and the procedure was stopped. A burn injury occurred to the paracentesis portion of grade three. The size of the burn was approx five millimeters with damage extended to the paniculus adiposus. Another product was used to complete the procedure.